Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: there is a brownish substance on the distal end of the scope, identified as biohazard. A definitive root cause could not be identified. The most probable cause of the complaint is categorized as cause not established, as the investigation findings do not provide a definitive conclusion about the conditions found due to inappropriate material olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the¿bronchovideoscope had no image. It is unknown when the issue occurred. There were no reports of patient harm.